Event description:
On 07/18/2025, it was reported by a sales representative via (B)(4) that an ar-9597-10 reamer sleeve and ar-9676 reamer drive shaft while reaming the glenoid, the angled reamer driver shaft didn't slide smoothly with the angled reamer sleeve on power. This jerked the surgeon's wrist, causing reaming to be difficult. These instruments were put to the side, and a backup tray was opened. The case carried on and was completed successfully. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9676, angled reamer, drive shaft, was received for investigation. Visual evaluation of the returned device noted that it was stuck inside an ar-9597-10 reamer sleeve, batch 37222223. Functional testing was not performed due to the damage of the devices. The most likely cause for the reported failure can be attributed to misuse due to a force perpendicular to the drive shaft being applied while the device is spinning. This applied force creates an excess of friction and heat that ultimately has the potential to cause the device to cease functioning as intended. Application of this force perpendicular to the drive shaft is not needed for the device to function, nor is it recommended that the user do this during normal clinical use. When used usually, this issue is unlikely to present itself, which suggests that the handling of the device greatly impacts whether or not it will seize. For this reason, the direct cause is considered to be device misuse. Complaint allegation is confirmed.